Manufacturer narrative:
Lead was mentioned as revised in the initial report, but the lead was explanted and replaced with a new model and effective therapy was restored post-operatively.

Event description:
The lead was explanted and replaced with a new model and effective therapy was restored post-operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 3006705815-2017-01441. It was reported that patient lost therapy due to lead migration. As a result, surgical intervention was undertaken on 09/28/2017 and lead was revised. Effective therapy was restored post-operatively.